Event description:
The customer originally reported, the patient underwent a laparoscopic colon procedure and then experienced a deterioration in health. A second procedure was performed and it was observed that the patient had received a burn/perforation to the bowel and that the patient was not well. Covidien was notified on (B)(6) 2013 that the patient passed away sometime after the second procedure. The incident device was discarded after the first procedure and will not be returned for evaluation. The site has not released additional information regarding the device, patient or incident.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.